Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2018. He stated that he obtained alleged blood glucose results of ¿252, 304, 276 and 304mg/dl¿ on the subject meter, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin self-adjuster including sliding scale and was unable/unwilling to say if she made any change to her usual diabetes management routine in response to the alleged product issue. One hour and thirty minutes after the alleged product issue began the patient had ¿passed out and had ketoacidosis¿. Her friends then called emergency medical services (ems) the patient stated that between 7 and 8:00pm she had her blood glucose taken on an ems meter and received treatment. However, the patient was unable to recall what result the ems obtained or what treatment she received due to having passed out. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The control solution test on the meter had not been manually selected. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.